Event description:
The customer reported that the left monitor would not display a fluoroscopy image. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.